Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: 2249697-2012-01945.

Event description:
It was reported that the surgeon performed a total hip revision on patient's left hip due to pain. Patient had a rejuvenate hip implanted (B)(6) 2011 and experienced pain. Surgeon noticed severe tissue damage and there was a severe amount of necrotic tissue taken out of the hip capsule. Surgeon also noted a large amount of metal debris at the stem/neck junction. Surgeon revised with restoration modular cone conical. Hospital policy is that no manufacturer gets any explants but sales rep will try and follow up as needed to attempt to get further information, x-rays etc.